Event description:
It was reported that during testing conducted at the manufacturer facility the angle nut is missing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut was missing was confirmed. The angle nut was missing due to being removed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip. The device was discarded by the manufacturer following evaluation.